Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 5/27/97 and removed on 6/2/97 because the "cylinders would not deflate." A pump, two cylinders and a reservoir were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will reevaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation leakage site in cylinder #1's bladder. Examination of the surfaces of the separation and the area surrounding the separation revealed markings indicating of contact with cautery and unshod instrumentation. No other functional abnormalities were observed. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. In addition, because the observation that the cylinders would not deflate is not consistent with fluid loss which would have occurred at this site if the cylinder were inflated. Qa concluded that the damage most likely occurred at or subsequent to explant. Because the limited info provided did not indicate what factor(s) may have contributed to the cylinders not deflating, and because no functional abnormalities were noted, other than the aforementioned leakage site, qa is precluded from determining the cause of the reported event.

Event description:
Per the info provided to co by the physician's office, the device was removed because "the cylinders would not delfate." As reported to co, the entire device was removed.